Event description:
Boston scientific received information that a latitude red alert was generated from this system due to shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated the patient will be in for a follow up at the end of the month. The consultant suggested system evaluation including an x-ray and isometrics. Efforts to obtain additional event details were unsuccessful. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.